Manufacturer narrative:
H3 other text : analysis by third-party.

Event description:
The manufacturer became aware of an allegation of everflo intl opi that the patient alleges of disconnection alarm. A device was returned to a third-party service center. During the evaluation of the device, they found out that the device o2 was low, the integrated canister were defective, power cord and overlay kit were damaged. In addition to above findings, the mainfold was contaminated. The integrated canister, power cord, and inlet filter were replaced. The device was repaired for preventive maitnenance. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.